Manufacturer narrative:
Investigation summary: it was reported the plunger of the flush could not be pushed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a human hand holding a syringe with no packaging flow wrap. The plunger rod-rubber stopper is at the 6ml mark of the graduation scale. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306595, lot number 1075389. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push during the flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger of flush couldn't be pushed".